Event description:
During tunneling of peritoneal catheter, the end of the plastic obturator insert in the catheter passer broke off in the distal end of the peritoneal catheter. This went unnoticed and the pt was sent to recovery. Later that evening, it was determined that the shunt was not functioning and the pt was sent back to surgery. The dr exposed the distal end of the peritoneal catheter and found the obstruction. He cut off the distal end of the peritoneal catheter that was occluded and reimplanted the catheter.